Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for routine follow-up. Upon interrogation of the device, episodes of noise were observed. Review of the egm did not show noise on the lead. Lead tested fine electrically and all measurements were stable and within range. Programming changes were recommended and made in the clinic. Patient will continue to be monitored.